Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a no delivery alarm and that the insulin pump would shut off, and the drive support cap was flush. Customer also reported damage to the side of the insulin pump. Customer's blood glucose reading was 145 mg/dl. Customer had received no delivery alarms, low reservoir alarms, and bad battery alarms. The device was replaced and will be returned.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. No reset anomaly or count down numbers anomaly noted. Unable to verify off no power alarm due to compromised force sensor system alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.